Event description:
It was reported the device exhibited a continuous beep with a blank screen right after 1.6.5 sw upgrade. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found broken top case. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the pwa board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.